Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "remote or keypad will not articulate the table " couldn't confirmed during the inspection. The affected device was inspected by a service technician and no malfunction was found on the operating table. As an observation the batteries were identified with low capacity, which may have caused the non-working operating table. In case the batteries are empty, the user is able to operate the device with mains power. Empty batteries will also be displayed at the column keypad and by an acoustic signal; the user can react accordingly. This issue would be unlikely to cause or contribute to a death or serious injury if this were to recur. Based on this, no further actions are required.

Event description:
Customer reported table will not articulate with remote or keypad during case. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported table will not articulate with remote or keypad during case. This report was filed in our complaint handling system as complaint #(B)(4).